Manufacturer narrative:
The initial report indicated that this complaint was part of a remediation activity. This information is incorrect.

Manufacturer narrative:
(B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom(s) reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
The consumer reported burning and redness associated with the product. The consumer indicated that he sought a medical evaluation. Records associated with the medical evaluation indicated that the consumer was diagnosed with conjunctivitis. Hyperemia of the conjunctiva was reported. The symptoms were reported to start in the right eye and then occur in the left eye. Fluorescein staining was reported to be negative. Tobrammacin (antibiotic) drops were prescribed. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.